Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the button error was received when customer was painting. Customer did not press the button for three minute and more. Customer reported worn label of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the go back button was intermittent. After further review, there was mold underneath the go back button. Unable to perform displacement, and self tests due to the keypad anomaly.